Event description:
It was reported that while intubating and administering intubation to a patient, an alarm sounded while attempting to reposition the patient. The alarm was due to a leak in the tracheal tube. The inflating tube had been disconnected. We suspect that this was caused by insufficient application of cyclohexanone.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 25 mar 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 25 mar 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. Complaint was considered confirmed based on customer narrative of events. A 24 month review was conducted and 1 additional complaints were identified related to this issue however no trend was observed. The lot number was not provided; however, the vendor was notified of the incident. This incident was not identified as an increasing trend. No further action to be taken.

Event description:
It was reported that while intubating and administering intubation to a patient, an alarm sounded while attempting to reposition the patient. The alarm was due to a leak in the tracheal tube. The inflating tube had been disconnected. We suspect that this was caused by insufficient application of cyclohexanone.